Event description:
High blood sugar levels [blood glucose increased]. Blood sugar levels went high again [blood glucose increased]. Blood sugar level returned to high [blood glucose increased]. Pen it would not deliver [device failure]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case from (B)(6) reported by a pharmacist as "high blood sugar levels", "blood sugar levels went high again", "blood sugar level returned to high" and "pen it would not deliver" and concerns an elderly female pt (age: unk) treated with novopen 3 (insulin delivery device) from an unk date (drug use on-going) for device therapy and mixtard 30/70 penfill (dual-acting human insulin) from an unk date (drug use on-going) for unk indication. Pt's height: not reported. Medical history: not reported. On an unk date, the pt developed high blood sugar levels and was admitted to hospital. Once under control, the pt was released and then the blood sugar levels went high again. The pt was put back in hospital and the levels were stabilized. The pt went home and again blood sugar returned to high. One of the nurses visited the pt and tried her pen, it would not deliver. The nurse then put a new penfill cartridge in it and it worked. So pharmacist was not sure if it is the insulin or the pen not working. The overall outcome of the event "high blood sugar levels" was reported as recovered. The overall outcome of the event "blood sugar levels went high again" was reported as recovered. The overall outcome of the event "blood sugar level returned to high" was reported as unk. The overall outcome of the event "pen it would not deliver" was reported as unk. Action taken to novopen 3 and mixtard 30/70 penfill was not reported.